Manufacturer narrative:
Correction: d1 brand name. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: 1627487-2021-19072, 1627487-2021-19073. It was reported the patient experienced ineffective therapy due to a fall while playing volleyball. X-rays confirmed a lead fracture at t12. Surgical intervention took place wherein the lead was explanted. Ipg was electively replaced. Effective therapy was established. It is unknown which lead was fractured, as such all leads are being reported.